Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. The svc set screw was found to be backed out of the connector block and resulted in difficulty tightening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change procedure the new ICD could not be implanted due to unspecified issue with the set screw. The device was removed and replaced. No further information was provided.